Manufacturer narrative:
The olympus on-site support specialist attended the request from the user facility. The customer¿s reported problem was not confirmed/duplicated as no error code and or defects were identified. The on-site support specialist provided a demonstration with the equipment to two of the users that operate the equipment. No device will be returned to olympus. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the nurse at the user facility that the customer visera elite video system center had an ¿error code b30¿. The customer¿s reported communication error was found during a therapeutic arthroscopy procedure. The nurse reported that the customer was on the table, the device was replaced, and the intended procedure was completed using another similar device. The procedure was delayed approximately 30 minutes to an hour. However, no death, infection or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to d9 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the b30 error code was unable to be identified. Olympus will continue to monitor field performance for this device.